Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 600mg/dl and current blood glucose level was 92 mg/dl. Customer treated with glucagon, and they were experiencing no symptoms. Customer stated that the insulin pump had insulin flow block alarm and issue was resolved by changing infusion set. It was unknown whether the customer was using auto mode or not. The customer will continue the use of the insulin pump.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b3, b5 with this report. Information has been added, which was missed in the initial report. The missed information has been provided in section h6 under health effect - impact code : 4613 and 4644 with this report.

Event description:
Corrected description: customer reported that he had a high on (B)(6) 2022 after taking glucagon to prevent his blood glucose from going too low and after having insulin flow blocked alarm. The insulin flow block was resolved with complete set system change. Customer also reported that the sensor bled when inserted and had change sensor alerts. The tape was also not sticking. Pump was used at the time of the incident. Customer had issues with the sensor. It was unknown if sensor was used at the time of the incident. It was unknown if auto mode was used.